Manufacturer narrative:
Age at time of event - 18 years or older. (B)(6).

Event description:
It was reported that catheter stuck in lesion, difficulty in catheter removal occurred. The 90% stenosed,15mm in length, 3.0mm in diameter target lesion was located in the moderately tortuous and severely calcified, and mid right coronary artery (rca). An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), the catheter got stuck during delivery to rca mid upon pre intravenous ultrasound (ivus) and it had difficulty in removing. It was possible that the guidewire exit hole got caught in the calcification. The catheter was cut, an unknown wire was inserted into the inner catheter and it was removed. The procedure was completed with another of the same device. No patient complications and the current patients condition is good.